Event description:
It was reported that a patient experienced worsening condition with many seizures after adjustment of their vns. It was reported this is the first time the patient has had this many seizures since being implanted with vns. No other relevant information has been received to date.